Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The in dication for use was non-malignant pain. It was reported that a revision was done on (B)(6) 2013 due to a pump pocket infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.